Event description:
It was reported that a red alert was received, indicating that a shock impedance measurement from this right ventricular (rv) lead was elevated, and out-of-range (>125 ohms). The patient was referred back to their monitoring healthcare facility for troubleshooting. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.